Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a1, a2, a3, a4: multiple patient involved in the study. D6: implantation date unknown. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hartmann, s. Et al. (2018), thoracic corpectomy for neoplastic vertebral bodies using a navigated lateral extracavitary approach¿a single-center consecutive case series: technique and analysis, neurosurgical review, vol. 41(2), pages 575-583 (germany). The aim of this retrospective study was to analyze the thoracic lateral extracavitary approach with corpectomy using vertebral body replacement systems (vbr-s) and dorsal reconstruction. Between 2013 and 2015, a total of 24 patients (16 males and 8 females) with a mean age was 56 years underwent spinal decompression and ventral column reconstruction with correction of spinal deformity via a dorsally navigated leca. They were treated with a dorsal pedicle screw system, the expedium 5.5 spine system (depuysynthes spine, oberdorf, switzerland). All of the patients included were available for a minimum follow-up period of 16 months. The following complications were reported as follows: 4 patients died approximately 24 months after the initial procedure, due to progression of the underlying malignancies. A (B)(6) year old male patient had reactive pleural effusions without clinical symptoms. A (B)(6) year old male patient, a chest tube was placed due to iatrogenic pleural leakage, leading to pneumothorax postoperatively. After 4 days of intensive-care observation, the tube was removed without further complications. No other major pulmonary complications such as pneumonia or hemothorax were seen. A (B)(6) year old male patient had reactive pleural effusions without clinical symptoms. A (B)(6) year old female patient had a dural tear with intraoperative repair. Intraoperative repair was carried out during the same procedure. A (B)(6) year old male patient had reactive pleural effusions without clinical symptoms. A (B)(6) year old male patient had a superficial wound infection and superficial wound revision surgery with debridement and wound reconstruction was performed. A (B)(6) year old male patient had a dural tear at nerve root t11. He had revision surgery after a fluid collection was noted on the postoperative control images, associated with a dural tear at the t11 nerve root axilla. The nerve root had not been sacrificed in this patient before implantation of the lateral cage during the index procedure and repair with tachosil and fibrin glue was therefore carried out in a revision procedure. A (B)(6) year old female patient had reactive pleural effusions without clinical symptoms. This report is for a dorsal pedicle screw system, the expedium 5.5 spine system (depuysynthes spine, oberdorf, switzerland). This is report 1 of 2 for (B)(4).